Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) rate/sense channel, exhibited by this transvenous defibrillation lead. The noise was oversensed and resulted in a four second pause of pacing inhibition. Additional information was provided that the device was interrogated and the noise was able to be reproduced without pacing inhibition. The device sensitivity was successfully reprogrammed and the patient will continue to be monitored. Additional information was provided that the device was electively explanted approximately four years later during a lead revision procedure and was returned for evaluation. It was confirmed that there were no allegations against the device at the time of explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.